Event description:
The padgett dermatome did not make a clean cut when obtaining a skin graft. The blade cover was removed and instpected, everything appeared correct. Surgeon began to harvest again, and the results were not up to par. The skin graft was not harvesting deep enough in some areas. The site had been prepped with oil and the skin was held taut at both ends. The resultant graft was only about half the width of the dermatome, but was usable and a second graft was not needed. The blade and the dermatome were sent for evaluation.======================manufacturer response for padgett dermatome, padgett (per site reporter).======================manufacturer provided rga for device return evaluation.